Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2010; 694765 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead exhibited undefined impedance as well as oversensing and noise. The lead remains in use and will continue to be monitored by the physician. No patient complications have been reported as a result of this event.